Event description:
Report received that while operating on battery power, the pump powered off by itself. The customer contact reported the pump was delivering an unspecified dose of nipride to a "critically ill pt." During pt transportation from the intensive care unit to the radiology dept, the pump had been "running on battery power for approx 5-10 minutes when it went black and died." The pt "arrested." No specific treatment measures were provided. It is unspecified if the pump sounded an audible alarm prior to the power loss. Multiple unsuccessful attempts have been made to obtain additional info.